Manufacturer narrative:
In this incident there was no report of injury to the patient. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr. (B)(6), dated (B)(6) 2002 and (B)(6) 2002) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events. This event, therefore, is reportable per 21cfr part 803. Laboratory report and x-ray are attached.

Event description:
File broke during initial use. Doctor was unable to retrieve tip. No injury or additional treatment was reported.